Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Troubleshooting was performed; however, the error code reoccurred. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose (bg) level was recorded as "high" on a continuous glucose monitor. Customer administered insulin injections to address elevated bg.